Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 had failed to open and required maintenance. The customer had attempted to shut the pyxis down and power it back up, but the drawer still could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed and required maintenance. A field service engineer removed the drawer and found that the magnet was missing from the latch, replaced the latch with a new one. Performed hardware test application, and the customer confirmed the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.